Event description:
As reported by our (B)(6) affiliate, due to a failing leaflet of a surgical valve, a 23mm sapien xt valve was deployed within the existing surgical aortic valve. The sapien xt valve was prepped with 2cc less than nominal volume and positioned 50:50 aortic/ventricular (a/v) within the surgical valve. During deployment, the valve migrated ventricular, landing 90:10 ventricular/aortic (v/a), resulting in moderate paravalvular leak (pvl). A second valve was prepared with 2cc less than nominal volume, and deployed 60:40 a/v, resulting in trace pvl. At the time of this report, the patient was reported to be in stable condition. It was perceived that the inflation speed of the initial valve was too fast for a valve in valve procedure. The coaxial alignment of the delivery system (ds) and valve were noted as fair during the deployment of both valves.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (valve inflation speed, fair coaxial alignment of ds during deployment) likely contributed to this event. The second valve corrected the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.